Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) would not connect with the programmer or radio frequency (rf) programmer head on the day of implant. The icm was explanted. No patient complications have been reported as a result of this event.